Event description:
It was reported that the patient experienced a shocking sensation. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6) , batch: 15269545.